Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his penile prosthesis removed due to infection. It is unknown if the infected prosthesis is a boston scientific product. There were no further patient complications reported.